Event description:
The customer reported, the motorized drive ran slowly and the system intermittently locked up. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage on the generator was adjusted. The mcu pcb, orbital brake and orbital drive motor, rotational servo drives, orbital potentiometer, and power supply were replaced. Also, motion and filament calibrations were performed. The system was then found to be operating as intended.